Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain and swelling at his ipg site. The patient stated his ipg is implanted at his belt line which is aggravating the ipg site. The patient is to consult with his physician as the next course of action.